Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Review of the post market surveillance survey noted that, "I am seeing some loose sockets at 2 or so years which were excellent post op."